Manufacturer narrative:
(B)(4). P-cap locked in place properly during testing. Insulin pump received with constant pump error 38 alarm during rewind due to motor gearbox jammed. Unable to perform displacement test due to constant pump error 38 during rewind. Insulin pump also received with scratched case.

Event description:
Information received by medtronic indicated that insulin pump had pump error alarm. Customer stated pump was not exposed to a high magnetic field. Customer reported they were able to clear the alarm. Customer stated they are able to rewind the pump. Customer stated the pump was not dropped or bumped. Customer stated alarm occurred during basal delivery. Customer performed self test and test was passed. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.